Event description:
Allegedly revised due to metal on metal complications.

Manufacturer narrative:
The investigation is not complete. Trends will be evaluated. Additional information has been requested from the reporter; however, no response to date. The event code is addressed in the package insert. This report will be updated when the investigation is complete. This is the same event as 1043534-2012-01455, 01456, 01458.

Manufacturer narrative:
Conclusion: no conclusion can be drawn. The complaint was reviewed and analysis showed no trend for item/lot. The product was not returned. (B)(4): evidence that product in specification when used.